Event description:
It was reported that, the subject device had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3,b5,d8,h2,h3,h4,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adjustment ring for the direction of view was corroded. The insertion tube was dented. The light guide bundle was broken. The electrical contact in the video connector was dented. The image was blurry due to component failure of the objective lens window. Water leaked into the objective lens window. The light guide fiber in the universal cable was broken. The universal cable was scratched. Internal corrosion was found in the insertion tube. Based on the results of the investigation, it is likely the following led to the malfunction: the adjustment ring for the direction of view was corroded due to component failure of the adjustment ring for the direction of view. The insertion tube was dented due to component failure of the insertion tube. The light guide bundle was broken due to component failure of the distal end of the video telescope. The electrical contact in the video connector was dented due to component failure of the electrical contact in the video connector. The image was blurry due to component failure of the objective lens window. Water leaked into the objective lens window due to component failure of the objective lens window. The light guide fiber in the universal cable was broken due to component failure of the light guide fiber. The universal cable was scratched due to component failure of the universal cable. Internal corrosion was found in the insertion tube due to component failure of the insertion tube. The definitive root cause for identified malfunctions cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: the issue was found during a therapeutic thoracoscopy pulmonary resection. The procedure was completed using a similar device.